Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with his transmitter charging. His blood glucose is 54 mg/dl. He declined troubleshooting for the low blood glucose because he said that treated and his numbers went up to 171 mg/dl.